Event description:
Meter name: one touch. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dryness of mouth and fatigue. The patient reported that the patient was not able to test on the meter. The meter was allegedly not powering on. There were no results obtained from the meter. There were no results from any other source. There were no comparison with any other device. The treatment was unknown. No further information has been reported.